Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was that the patient began to feel like the device wasn't doing anything for them. The patient stated that the implant was supposed to help with their legs and feet but it was doing nothing; patient followed up saying that the device was not doing anything for their tailbone. Patient stated that they felt like the blood was running out of their body again, numbing their legs, making them feel bad all the time, loss of energy, and getting worse not better. Patient noted that they felt like were walking on pins and needles and they were told that would go away and they don't see that going away. Patient reported that the stimulation worked in their back and that they felt the stimulation in their stomach and it was very aggravating to turn the stimulation up. Patient reported that they had the stimulation down to 2. 8 and they tried going up and it didn't relieve them it made them sick. Patient reported that they used to work with a manufacturer representative (rep). Patient stated that they had an accident in fl and that was the first month that they had their device but that it was not turned on; patient added that while they were in the hospital the people there knew nothing about their device so they did not have them mess with it. Patient noted that they came back from fl and ended up in the hospital for 4 weeks and 4 days and had the device on but that it was unpleasant; patient added that they thought they could used the device after the hospitalization but that the device drives them crazy and they do not like having to adjust the settings. Patient mentioned that the device should be helping with their feet and legs; patient added that they feel the way they did before they were implanted and that things are getting worse not better. Agent reviewed with the patient that it would be best to reach out to a rep for reprogramming/adjustment of their settings. Agent sent an email to the field for visibility.